Manufacturer narrative:
An event of an atrial fibrillation during procedure was reported. Information from the field indicated that the patient was discharged with normal sinus rhythm. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, 12000 unites of heparin was administered and patient developed an atrial fibrillation (af) and cardioverted in the cardiac catheterization lab. The device remain implanted. The patient was reported stable, recovered, discharged home with zio patch will return (B)(6) 2024 for 1 month follow up visit.